Manufacturer narrative:
A ge rep evaluated the system and repaired a connector on the left monitor. The system operates as intended.

Event description:
The customer reported the left monitor. No pt injury was reported.